Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated with manual injection. After the troubleshooting was done, customer is requesting that we replaced the device instead of the tubing clamps. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.